Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f501; triathlon cr fem comp #5 l-cem; lot# unknown. Cat# 5520b500; triathlon prim cem fxd bplt #5; lot# asl2a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported: "(left knee) revised for pain and limited range of motion. No allegations against the implants. No further information available due to hospital policy." A femoral component, insert, and tibial baseplate were revised.